Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy fluid. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) injection vancomycin (1 gram, start dose) and ip injection amikacin (250 milligrams once a day, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.